Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device allergy ('I had a reaction') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device allergy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device allergy outcome was unknown. The reporter considered device allergy to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿device allergy " quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the case will be deleted from bayer pv database. Nullification reason: this case should have been considered as a follow-up of case 2015-437275. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device allergy ('I had a reaction') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device allergy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device allergy outcome was unknown. The reporter considered device allergy to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿device allergy " . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ('I had a reaction') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the hypersensitivity outcome was unknown. The reporter considered hypersensitivity to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿hypersensitivity". Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.